Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The friend of a (B)(6) year old male pt called zoll to report that the pt was treated while at home. The lifevest treated the pt at 19:13:10 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were used, but not immediately prior to the treatment. The pt was conscious at the time of the event. The pt was admitted to the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): (B)(6) 2013 - reuse. Electrode belt (B)(4): (B)(6) 2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.